Manufacturer narrative:
Continuation of medical devices: ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is possible atrial undersensing of the right atrial (ra) lead on stored egms of treated episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.